Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reproted problem (service code 204/107) was confirmed. As received, the trunk cable connector was cracked and the blue (can l) wire was open inside the trunk cable. The cause of the service code 204 and 107 is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 107 and servicec code 204.